Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. One video and three photos received. Upon visual inspection of a video and three photos, the following was observed: the video shows a device with a white reload and tissue between the jaws. At the 00:17 mark the jaws area opened and the cut and staple line were as expected. The photos show a staple line on the tissue and slightly bleeding was observed, and no malformed staples could be observed. Based on the photos reviewed, the event describe of hemostasis intervention is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4), date sent: 4/8/2021, d4: batch # t5ad36. Investigation summary: upon visual inspection of a video and three photos, the following was observed: the video shows a device with a white reload and tissue between the jaws. At the 00:17 mark the jaws area opened and the cut and staple line were as expected. The photos show a staple line on the tissue and slightly bleeding was observed, and no malformed staples could be observed. Based on the photos reviewed, the event describe of hemostasis intervention is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ple45a device was returned with no apparent damage and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: a video was received for review. Review is in progress and not yet completed. Upon completion of video review, a supplemental medwatch will be sent. Attempts are being made to obtain additional information and to retrieve the device. To date, the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent: what stapler was used with the reported reload? What anatomical location was device fired? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Was the extended hospital stay due to the issue experienced with device? What was the medication type? What was the dosage and how was it administered to patient? What is the current patient status?

Event description:
It was reported that during a gastroplasty procedure, there was a failure in the quality of the stapling with the electric stapler, blue reload. At the time of stapling, some of the stapling lines failed. The stapler cut and did not staple properly. To correct the failure, the surgeon had to perform a manual suture. There was patient consequence as hospital discharge increased by two days, patient vomited blood. Postoperatively, patient was given medication to stop the bleeding.